Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint was received into the company with the following comment: it was reported that once the revision surgery was completed (it¿s reported as (B)(4). It was reported that the 2nd revision surgery was performed on (B)(6) 2019 because re-dislocation occurred after the 1st revision surgery which was performed on (B)(6), 2019. Insufficient plate fixation at the 1st revision surgery may be the cause of re-dislocation. Since it was difficult to reduction with the 16×11_36 neck long straight stem was replaced with a s-rom-a16 × 11std30 + 4lat, and replaced with a head 28-3, the anterior femur was released, and the plate was fixed again. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that once the revision surgery was completed (it¿s reported as pc-(B)(4)). It was reported that the 2nd revision surgery was performed on (B)(6) 2019 because re-dislocation occurred after the 1st revision surgery which was performed on (B)(6) 2019. Insufficient plate fixation at the 1st revision surgery may be the cause of re-dislocation. Since it was difficult to reduction with the 16×11_36 neck long straight stem was replaced with a s-rom-a16 × 11std30 + 4lat, and replaced with a head 28-3, the anterior femur was released, and the plate was fixed again. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.